Event description:
It was reported that during an unknown therapeutic procedure, the nurse attempted to deploy the subject device around the polyp stalk prior to hot snaring. However, the loop of the device has dropped off and unable to ligate around the polyp, into the patient's cavity. The faulty loop was retrieved from the patient's body, and product was disposed. The physician instructed to do a hot polypectomy, and proceeded to use clips for hemostasis. There were no further reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported issue was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is possible that the event occurred because the slider was accidentally pushed during the ligation operation. Although the root cause of this event could not be determined, olympus will continue to monitor trends and take appropriate actions as necessary. Olympus will continue to monitor field performance for this device.